Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During the procedure for a shoulder replacement, the screwdriver broke while screwing the screw into the implant. Part of the screwdriver got stuck in the implant, stopping it from being screwed in. The operator had to use a new implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device not returned.

Event description:
During the procedure for a shoulder replacement, the screwdriver broke while screwing the screw into the implant. Part of the screwdriver got stuck in the implant, stopping it from being screwed in. The operator had to use a new implant.

Event description:
During the procedure for a shoulder replacement, the screwdriver broke while screwing the screw into the implant. Part of the screwdriver got stuck in the implant, stopping it from being screwed in. The operator had to use a new implant.

Manufacturer narrative:
Correction - please refer to d9 -the product was returned, h6 (method, results & conclusion codes). The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows the broken hexagonal tip side shaft. The microscopic images of the hexagonal screwdriver rupture correspond to a brittle fracture caused by a bending overload, probably done during the central screw tightening step. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a bending overload. Additionally since the device was manufactured back in 2011 therefore breakage as noted in the complaint is deemed possible due to multiple usage combined with multiple reprocessing cycles. If more information is provided, the case will be reassessed.